Event description:
The device was used during a bowel resection. Reportedly, the staple line was leaking. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.